Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7108176, UDI: (B)(4).

Event description:
It was reported that the leads had high impedances. The patient underwent a lead replacement procedure.

Event description:
It was reported that the leads had high impedances. The patient underwent a lead replacement procedure. Additional information was received that patient was doing well post operatively. The explanted device will not be returned as it was not released by the facility.

Manufacturer narrative:
Correction to the initial emdr in fields b5 and h6.

Event description:
It was reported that the spinal cord stimulator (scs) leads had high impedances and had lead migration. The patient underwent a lead replacement procedure. Additional information was received that patient was doing well post operatively. The explanted device will not be returned as it was not released by the facility.